Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was severely calcified, non-tortuous right coronary artery (rca). The lesion was predilated with a maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 2.5 x 16 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent, from the patient's body, stent damage was noticed. In addition, the stent delivery system (sds) became stuck on the guidewire and the entire unit was removed as one. The procedure was successfully completed with another taxus express2 2.5 x 16 mm drug eluting stnet. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."